Event description:
Initial information was received from a nurse on jul-21-2010. This is the second of three cases by the same reporter: a patient with a history of collagenosis who received poly-l-lactic acid (sculptra) injections, developed nodules 7 to 8 months later. No further relevant information was provided. This case is associated with case (B)(4) [same reporter].